Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e216 error occurred due to imaging unit damage, abnormal image color tone, and insufficient bend angle due to angle wire elongation were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that abnormal image was noted with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, an e216 error was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e216 error was due to a failure of the image sensor unit, failure of the internal board of the video connector, or system side. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.